Event description:
The pt reported an opening at the midline incision site. The surgeon closed the open wound. The pt was treated with antibiotics to prevent infection.

Manufacturer narrative:
Products remain implanted in the pt and will not be returned for evaluation. This is the final report.